Event description:
Burn blister (burns second degree). Case description: this is a spontaneous report from a contactable consumer via non-clinical study program entitled brand websites for (B)(6). A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blisters on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the event burn blisters as described in this case is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day (B)(4) and 30-day FDA reportability.